Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The large hem-o-lok cip applier instrument was analyzed and found to have a severely bent grip-tip causing side to side/vertical misalignment of the grips and causing the instrument not to clip properly as reported by the customer. There was a 0.0133¿ offset at the tips. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the large hem-o-lok cip applier instrument was not clipping. The procedure was completed with no reported injury.